Event description:
Two and half hours into a dialysis treatment, an adult male pt had a seizure. The dialysis treatment was immediately stopped; the blood in the extracorporeal circuit was returned to the pt and the pt was admitted to the hospital. There was no change in medication, or to the pt's dialysis treatment or equipment. Prior to the seizure, the pt's vital signs were stable and the dialysis treatment uneventful. The pt was recently diagnosed with multiple myeloma. Request from gambro for additional clinical info with regard to this incident was denied by the clinic's risk management group.

Manufacturer narrative:
The blood tubing set will be returned to the manufacturer for analysis. The root cause will be evaluated after investigation. A gambro technician service representative inspected the phoenix machine and ran a simulated treatment. The machine was found to be operating within manufacturer's specification and returned to service.